Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the physician experienced some difficulty while delivering the guidewire through the tortuous basilar artery (ba) vessel and upon removal of the device from the patient, the distal end of the guidewire was found to be fractured. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Manufacturing date ¿ added. Device evaluated by mfg ¿updated. Summary attached - updated. Expiration date - added. Product available to stryker ¿ updated. Returned to manufacturer on ¿updated. The device history record review confirms that the device met all material, assembly and performance specifications. The torque device and microcatheter used with the guidewire were not returned. The guidewire was returned in one segment and the distal separated section was not returned. Magnified inspection revealed that the core wire was separated at approximately 175.6cm from its proximal end. The nitinol was separated at approximately 174.5cm from the guidewire proximal end. Approximately 1.1cm section of the core wire was protruding out of the separated nitinol (proximal side) section and the core wire appeared to be separated due to excessive torque. The guidewire was bent on its ptfe(polytetrafluoroethylene) at 61.0cm and 73.0cm from its proximal end. No anomalies were observed with the ptfe and hydrophilic coating on the guidewire. Functional testing could not be performed due to the damaged condition of the returned device. It appears that the guidewire sustained damage during the excessive force used during the torquing process and manipulation of the observed bent wire likely resulted in the reported device fracture. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the guidewire during the clinical procedure. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
It was reported that the physician experienced some difficulty while delivering the guidewire through the tortuous basilar artery (ba) vessel and upon removal of the device from the patient, the distal end of the guidewire was found to be fractured. There were no reported clinical consequences to the patient.